Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed, and no relevant nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, and a leak was observed at the edge of the internal bag. Upon closer inspection a tear was observed which caused the leak. The cause of the tear was unknown. No further action was taken.

Event description:
It was reported that a leak had been detected inside one of the 250 ml cassettes containing 5-fu. The leak had been discovered prior to administration to the patient.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.